Manufacturer narrative:
The engineer checked the logs and found no appending alerts. The system was tested and returned to use, meeting the specification for the performed service. The client was informed of the resolution and advised to monitor for recurrence. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that the system experienced an image disk problem resulting in the inability to store fluoroscopy and cine runs. The clinical use of the system was in use.there was no harm reported to philips.